Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A photograph of the explanted femoral head has been provided and reviewed. It was not possible to determine the depuy distribution lot code and does not aid in this investigation for an allegation of infection. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised for infection. All implants removed except for the proximal sleeve. Original implant date unknown. No surgical delay. Doi: unknown; dor: (B)(6) 2020; left hip.